Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: used the first date of the month it was reported; no information was provided.

Event description:
It was reported that the speed increased beyond set levels during use. A rotapro catheter and a rotapro console were selected for an atherectomy procedure. Prior to the procedure, the device was platformed at 160k rpms. While inside the body, the intended operational speed was 160k rpms, but the speed reached 190k and 200k rpms. The maximum speed reached was 200k rpms. The speed was manually dialed down to 160k rpm. The procedure was completed. No patient complications were reported, and the patient is still doing well post-procedure.